Manufacturer narrative:
The previous drive line repair was reported under MFR. Report # 2916596-2017-01344. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced multiple drive line faults. The patient has already undergone a drive line replacement in which the entire drive line was already replaced. Therefore there is not enough drive line to attempt another repair. Additional information was requested but not provided.

Manufacturer narrative:
Section d4, h4: additional information. Incidental findings: evaluation of the submitted system controller log file identified one transient low flow hazard event on (B)(6) 2019 at 07:03:06 pm. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of driveline faults. Based on previous complaint history, these events appear consistent with a potential driveline issue. In addition, the evaluation of the log file identified a transient low flow hazard event; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file captured a total of 224 driveline fault events and associated yellow wrench advisories throughout the approximately 5.5 days of data. In addition, one transient low flow hazard event was observed on (B)(6) 2019 at 07:03:06 pm, associated with the estimated flow being captured at 2.4 lpm, below the low flow threshold of 2.5 lpm. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.